Event description:
It was reported that the hip devices were revised due to aseptic loosening of the socket and aseptic loosening of the femoral stem.

Manufacturer narrative:
Additional information:upon receipt of new information, it has been identified that this event was reported twice through different sources, and as such, this MDR (ref. 3005477969-2013-00240) is a duplication of a previously reported MDR (MDR ref. 3005477969-2012-00032).

Manufacturer narrative:
The use of a competitor's femoral stem in conjunction with the devices concerned constitues an off label application.

Event description:
It was reported that revision surgery was performed in (B)(6) 2011 due to an adverse reaction to metal debris.